Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on the same date, the patient experienced an unspecified high blood glucose (bg) level with no reported additional symptoms and initiated a 911/emergency protocol for an alleged inaccurate delivery. Reportedly, the patient did not know their bg level, was hospitalized and received treatment from a healthcare provider. It could not be determined whether or not the patient continued pump therapy. Troubleshooting with customer technical support (cts) could not be completed because the patient refused to complete troubleshooting. The patient believes that the pump put them in the hospital. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission 09-may-2019. Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2019 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump history showed the pump was delivering the programmed basal rate until the deliveries were halted by the user. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.